Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges are required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
A report was rec'd via FDA's medical products reporting program that a pt experienced fusarium keratitis while using renu with moistureloc multi-purpose solution. The pt reported the symptoms began upon waking in the early morning. The pt had a "scratching" pain, redness and light sensitivity in the eye (unspecified eye) and went to her internist's office. The next day, the pt's symptoms were worse. The internist referred the pt to an ophthalmology dept of a hosp. After six visits, one to the internist and five with specialists, the pt was diagnosed with fusarium. The pt reported having permanent scarring in that eye, which could affect her vision in the future. The pt discontinued use of renu with moistureloc sometime in 2006.